Event description:
A hosp physician reported that dr was unable to crush a stone with a disposable lithotriptor during an endoscopic retrograde cholangio pancreatography ("e.r.c.p.") Procedure. Dr mentioned that this occurred because the wire sheath of the disposable device could not be retracted into the metal sheath as intended. Note that if the wire sheath cannot be retracted into the metal sheath, stone crushing cannot be performed. While the procedure was still in progress, hosp staff contacted an olympus technician engineer ("tse") for assistance. The tse advised the physician to cut the wire and remove the outer coil sheath. Then, the tse and an olympus product manager instructed the physician to remove the reusable handle and replaced it with an emergency handle so that the stone and basket could be crushed and removed. Olympus emergency handled, designed to be used whenever a lithotriptor basket can not be removed from a pt, are not used at the facility. The physician was subsequently advised to use a competitor's emergency handle. Finally, the reusable handle was removed and replaced with the emergency handle and the basket and stone were crushed and removed without complications. The physician stated that the pt will be scheduled to undergo a second e.c.r.p. To determine if pt has more stones. According to the md, the pt would not have required a follow-up exam if the lithotriptor had worked as intended.